Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain; cramping") and genital haemorrhage ("heavy and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she had no history of suffering migraines prior to undergoing the implantation of essure. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), hormone level abnormal ("hormonal fluctuations"), ovarian cyst ("cysts on ovaries") and migraine ("migraines"). The patient had a hysterectomy in (B)(6) 2009. Essure was removed in (B)(6) 2009. At the time of the report, the abdominal pain, dysmenorrhoea, genital haemorrhage, abdominal distension, hormone level abnormal, ovarian cyst and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, genital haemorrhage, hormone level abnormal, migraine and ovarian cyst to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain (chronic)"), abdominal pain lower ("severe abdominal pain; cramping/ abdominal pain (lower pelvic area pain)") and genital haemorrhage ("heavy and abnormal bleeding") in a female patient who had essure (batch no. 957936) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and nulliparous. She had no history of suffering migraines prior to undergoing the implantation of essure. Concomitant products included naproxen in 2008 for abdominal pain and lisinopril in 2012 for hypertension. On an unknown date, the patient started levocetirizine at an unspecified dose and frequency. On (B)(6) 2008, the patient had essure inserted. In 2013, the patient started vitamin d3 at an unspecified dose and frequency. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), abdominal distension ("bloating"), hormone level abnormal ("hormonal fluctuations"), ovarian cyst ("cysts on ovaries / painful cysts"), migraine ("migraines"), vaginal haemorrhage ("constant vaginal bleeding/ bleeding"), uterine leiomyoma ("symptomatic uterine fibroids"), adnexa uteri pain ("painful cysts"), muscle spasms ("leg cramps (occasional, cramping)"), back pain ("back pain (cramping,chronic)/ back cramps"), emotional distress ("emotional distress"), pain in extremity ("leg pain (chronic)"), hypersensitivity ("hypersensitivity reaction to nickel") and treatment noncompliance ("did you use birth control or contraception at any time following your essure placement procedure: no"). The patient was treated with surgery (she underwent total abdominal hysterectomy) and surgery (she underwent total abdominal hysterectomy). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, abdominal pain lower, genital haemorrhage, dysmenorrhoea, abdominal distension, hormone level abnormal, ovarian cyst, migraine, vaginal haemorrhage, uterine leiomyoma, adnexa uteri pain, muscle spasms, back pain, emotional distress, hypersensitivity and treatment noncompliance outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, back pain, dysmenorrhoea, emotional distress, genital haemorrhage, hormone level abnormal, hypersensitivity, migraine, muscle spasms, ovarian cyst, pain in extremity, pelvic pain, treatment noncompliance, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008. Most recent follow-up information incorporated above includes: on 8-jan-2018: new reporters added. Patients demographics added. Historical conditions added. Concomitant drugs added. New events added: constant vaginal bleeding/ bleeding, symptomatic uterine fibroids, painful cysts, leg cramps (occasional, cramping), back pain (cramping,chronic)/ back cramps, emotional distress, leg pain (chronic), pelvic pain (chronic), hypersensitivity reaction to nickel, did you use birth control or contraception at any time following your essure placement procedure: no. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain (chronic)"), abdominal pain lower ("severe abdominal pain; cramping/ abdominal pain (lower pelvic area pain)") and genital haemorrhage ("heavy and abnormal bleeding") in an adult female patient who had essure (batch no. 957936(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, nulliparous and hypertension. She had no history of suffering migraines prior to undergoing the implantation of essure. Previously administered products included for birth control: depo provera on (B)(6) 2007; for an unreported indication: pill from 1981 to 2003. Concurrent conditions included penicillin allergy, uterine fibroids, general anesthesia (estimated blood loss: 50ml) and overweight. Family history included hypertension (mother). Concomitant products included naproxen since 2008 for abdominal pain, levocetirizine for hives, lisinopril since 2012 for hypertension, colecalciferol (vitamin d3) since 2013 for vitamin deficiency as well as cyclobenzaprine hydrochloride (flexeril), dyazide, mepivacaine hydrochloride (carbocaine), naproxen sodium (anaprox) and sodium bicarbonate. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain and abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), abdominal distension ("bloating"), hormone level abnormal ("hormonal fluctuations"), ovarian cyst ("cysts on ovaries / painful cysts"), migraine ("migraines"), vaginal haemorrhage ("constant vaginal bleeding/ bleeding"), uterine leiomyoma ("symptomatic uterine fibroids"), adnexa uteri pain ("painful cysts"), muscle spasms ("leg cramps (occasional, cramping)"), back pain ("back pain (cramping,chronic)/ back cramps"), emotional distress ("emotional distress"), pain in extremity ("leg pain (chronic)"), allergy to metals ("hypersensitivity reaction to nickel") and treatment noncompliance ("did you use birth control or contraception at any time following your essure placement procedure: no"). The patient was treated with surgery (she underwent total abdominal hysterectomy). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, abdominal distension, hormone level abnormal, ovarian cyst, migraine, uterine leiomyoma, adnexa uteri pain, back pain, emotional distress, allergy to metals and treatment noncompliance outcome was unknown and the genital haemorrhage, vaginal haemorrhage and muscle spasms had resolved. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, allergy to metals, back pain, dysmenorrhoea, emotional distress, genital haemorrhage, hormone level abnormal, migraine, muscle spasms, ovarian cyst, pain in extremity, pelvic pain, treatment noncompliance, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: essure placed without difficulties. 6 coils visible on right ostia, 2 coils visible on left ostia. Bleeding and leg cramps stopped immediately following her removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: both fallopian tubes demonstrate occlusion pregnancy test urine - on (B)(6) 2008: negative . On 1981 to2003, patient had used contraceptive pill on (B)(6) 2008, patient had performed relevant and diagnostics test for urine pregnancy test result was negative. On (B)(6) 2008, patient had performed relevant and diagnostics test for surgical pathology report result was final diagnosis uterus, hysterectomy: uterine leiomyomas, up to 8.3 cm, benign, inactive endometrium, unremarkable cervix, benign fallopian tube segments clinical information: large uterine fibroids (postessure tubal). Gross description:"a, uterus and cervix." Received is a 784 gram, distorted uterus with separate cervix, which is 19.7 x 9.4 x 5.6 cm on reconstruction. The ectocervix is focally congested and is 2.4 cm in diameter. The os is patent. The endometrial canal is distorted and the endometrium is compressed. The endometrium is tan and up to 0.2 cm. The myometrium is pink-tan and up to 2.1 cm. There are numerous intramural, submucosa, and sub serosal nodules ranging from 0.4 to 8.3 cm. The largest nodule is hemorrhagic and necrotic. Attached to the uterus are 2 fallopian tubes, which cannot be designated as left and right and will be designated 1 and 2. Fallopian tube 1 is 5.2 x 0.4 cm.fallopian tube 2 is 5.6 x 0.4 cm. "A1," ectocervix and endomyometrium; "a2-a3," nodules; "a4," largest nodule; "a5," fallopian tube 1; "a6," fallopian tube 2. Ultrasound showed diffuse uterine enlargement and several uterine fibroids. Most recent follow-up information incorporated above includes: on 27-mar-2018: plaintiff fact sheet received : the product and patient information updated. The outcome of events vaginal bleeding, genital bleeding and leg cramps were updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain (chronic)"), abdominal pain lower ("severe abdominal pain; cramping/ abdominal pain (lower pelvic area pain)") and genital haemorrhage ("heavy and abnormal bleeding") in a female patient who had essure (batch no. 957936(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and nulliparous. She had no history of suffering migraines prior to undergoing the implantation of essure. Concomitant products included naproxen since 2008 for abdominal pain, levocetirizine for hives, lisinopril since 2012 for hypertension and colecalciferol (vitamin d3) since 2013 for vitamin deficiency. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), abdominal distension ("bloating"), hormone level abnormal ("hormonal fluctuations"), ovarian cyst ("cysts on ovaries / painful cysts"), migraine ("migraines"), vaginal haemorrhage ("constant vaginal bleeding/ bleeding"), uterine leiomyoma ("symptomatic uterine fibroids"), adnexa uteri pain ("painful cysts"), muscle spasms ("leg cramps (occasional, cramping)"), back pain ("back pain (cramping,chronic)/ back cramps"), emotional distress ("emotional distress"), pain in extremity ("leg pain (chronic)"), allergy to metals ("hypersensitivity reaction to nickel") and treatment noncompliance ("did you use birth control or contraception at any time following your essure placement procedure: no"). The patient was treated with surgery (she underwent total abdominal hysterectomy) and surgery (she underwent total abdominal hysterectomy). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, abdominal pain lower, genital haemorrhage, dysmenorrhoea, abdominal distension, hormone level abnormal, ovarian cyst, migraine, vaginal haemorrhage, uterine leiomyoma, adnexa uteri pain, muscle spasms, back pain, emotional distress, allergy to metals and treatment noncompliance outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, allergy to metals, back pain, dysmenorrhoea, emotional distress, genital haemorrhage, hormone level abnormal, migraine, muscle spasms, ovarian cyst, pain in extremity, pelvic pain, treatment noncompliance, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: most recent follow-up information incorporated above includes: on 6-feb-2018: quality-safety evaluation of ptc. Update of ptc global number. FDA codes updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain (chronic)') and abdominal pain lower ('severe abdominal pain; cramping/ abdominal pain (lower pelvic area pain)') in an adult female patient who had essure (batch no. 957936(not valid), 625842) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did you use birth control or contraception at any time following your essure placement procedure: no". The patient's medical history included gravida ii, nulliparous and hypertension. She had no history of suffering migraines prior to undergoing the implantation of essure. Previously administered products included for birth control: depo provera; for an unreported indication: pill from 1981 to 2003. Concurrent conditions included penicillin allergy, uterine fibroids, general anesthesia (estimated blood loss: 50ml) and overweight. Family history included hypertension (mother). Concomitant products included naproxen since 2008 for abdominal pain, pelvic pain, back pain and leg pain, levocetirizine for hives, lisinopril since 2012 for hypertension, colecalciferol (vitamin d3) since 2013 for vitamin deficiency as well as hydrochlorothiazide;triamterene (dyazide), mepivacaine hydrochloride (carbocaine), naproxen sodium (anaprox) and sodium bicarbonate. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy and abnormal bleeding"), dysmenorrhoea ("severe menstrual pain"), abdominal distension ("bloating"), ovarian cyst ("cysts on ovaries / painful cysts"), migraine ("migraines"), vaginal haemorrhage ("constant vaginal bleeding/ bleeding"), adnexa uteri pain ("painful cysts"), muscle spasms ("leg cramps (occasional, cramping)"), back pain ("back pain (cramping,chronic)/ back cramps"), emotional distress ("emotional distress"), pain in extremity ("leg pain (chronic) / leg cramps") and allergy to metals ("hypersensitivity reaction to nickel") and was found to have hormone level abnormal ("hormonal fluctuations") and uterine leiomyoma ("symptomatic uterine fibroids"). The patient was treated with surgery (she underwent total abdominal hysterectomy). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, abdominal distension, hormone level abnormal, ovarian cyst, migraine, uterine leiomyoma, adnexa uteri pain, back pain, emotional distress, pain in extremity and allergy to metals outcome was unknown and the genital haemorrhage, vaginal haemorrhage and muscle spasms had resolved. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, allergy to metals, back pain, dysmenorrhoea, emotional distress, genital haemorrhage, hormone level abnormal, migraine, muscle spasms, ovarian cyst, pain in extremity, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: essure placed without difficulties. 6 coils visible on right ostia, 2 coils visible on left ostia. Bleeding and leg cramps stopped immediately following her removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: both fallopian tubes demonstrate occlusion. Pathology test - on (B)(6) 2008: final diagnosis uterus, hysterectomy: uterine leiomyomas, up to 8.3 cm, benign, inactive endometrium, unremarkable cervix, benign fallopian tube segments clinical information: large uterine fibroids (postessure tubal). Gross description:"a, uterus and cervix." Received is a 784 gram, distorted uterus with separate cervix, which is 19.7 x 9.4 x 5.6 cm on reconstruction. The ectocervix is focally congested and is 2.4 cm in diameter. The os is patent. The endometrial canal is distorted and the endometrium is compressed. The endometrium is tan and up to 0.2 cm. The myometrium is pink-tan and up to 2.1 cm. There are numerous intramural, submucosa, and sub serosal nodules ranging from 0.4 to 8.3 cm. The largest nodule is hemorrhagic and necrotic. Attached to the uterus are 2 fallopian tubes, which cannot be designated as left and right and will be designated 1 and 2. Fallopian tube 1 is 5.2 x 0.4 cm.fallopian tube 2 is 5.6 x 0.4 cm. "A1," ectocervix and endomyometrium; "a2-a3," nodules; "a4," largest nodule; "a5," fallopian tube 1; "a6," fallopian tube 2. Ultrasound showed diffuse uterine enlargement and several uterine fibroids.. Pregnancy test urine - on (B)(6) 2008: results: negative. Most recent follow-up information incorporated above includes: on 2-oct-2020: medical record received. Lot number, reporters information added. Event genital haemorrhage was updated to non serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain (chronic)') and abdominal pain lower ('severe abdominal pain; cramping/ abdominal pain (lower pelvic area pain)') in an adult female patient who had essure (batch no. 957936(not valid), 625842-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did you use birth control or contraception at any time following your essure placement procedure: no". The patient's medical history included gravida ii, nulliparous and hypertension. She had no history of suffering migraines prior to undergoing the implantation of essure. Previously administered products included for birth control: depo provera; for an unreported indication: pill from 1981 to 2003. Concurrent conditions included penicillin allergy, uterine fibroids, general anesthesia (estimated blood loss: 50ml) and overweight. Family history included hypertension (mother). Concomitant products included naproxen since 2008 for abdominal pain, pelvic pain, back pain and leg pain, levocetirizine for hives, lisinopril since 2012 for hypertension, cholecalciferol (vitamin d3) since 2013 for vitamin deficiency as well as hydrochlorothiazide;triamterene (dyazide), mepivacaine hydrochloride (carbocaine), naproxen sodium (anaprox) and sodium bicarbonate. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy and abnormal bleeding"), dysmenorrhoea ("severe menstrual pain"), abdominal distension ("bloating"), ovarian cyst ("cysts on ovaries / painful cysts"), migraine ("migraines"), vaginal haemorrhage ("constant vaginal bleeding/ bleeding"), adnexa uteri pain ("painful cysts"), muscle spasms ("leg cramps (occasional, cramping)"), back pain ("back pain (cramping,chronic)/ back cramps"), emotional distress ("emotional distress"), pain in extremity ("leg pain (chronic) / leg cramps") and allergy to metals ("hypersensitivity reaction to nickel") and was found to have hormone level abnormal ("hormonal fluctuations") and uterine leiomyoma ("symptomatic uterine fibroids"). The patient was treated with surgery (she underwent total abdominal hysterectomy). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, abdominal distension, hormone level abnormal, ovarian cyst, migraine, uterine leiomyoma, adnexa uteri pain, back pain, emotional distress, pain in extremity and allergy to metals outcome was unknown and the genital haemorrhage, vaginal haemorrhage and muscle spasms had resolved. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, allergy to metals, back pain, dysmenorrhoea, emotional distress, genital haemorrhage, hormone level abnormal, migraine, muscle spasms, ovarian cyst, pain in extremity, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: essure placed without difficulties. 6 coils visible on right ostia, 2 coils visible on left ostia. Bleeding and leg cramps stopped immediately following her removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: both fallopian tubes demonstrate occlusion. Pathology test - on (B)(6) 2008: final diagnosis uterus, hysterectomy: uterine leiomyomas, up to 8.3 cm, benign, inactive endometrium, unremarkable cervix, benign fallopian tube segments clinical information: large uterine fibroids (post essure tubal). Gross description:"a, uterus and cervix." Received is a 784 gram, distorted uterus with separate cervix, which is 19.7 x 9.4 x 5.6 cm on reconstruction. The ectocervix is focally congested and is 2.4 cm in diameter. The os is patent. The endometrial canal is distorted and the endometrium is compressed. The endometrium is tan and up to 0.2 cm. The myometrium is pink-tan and up to 2.1 cm. There are numerous intramural, submucosa, and sub serosal nodules ranging from 0.4 to 8.3 cm. The largest nodule is hemorrhagic and necrotic. Attached to the uterus are 2 fallopian tubes, which cannot be designated as left and right and will be designated 1 and 2. Fallopian tube 1 is 5.2 x 0.4 cm. Fallopian tube 2 is 5.6 x 0.4 cm. "A1," ectocervix and endomyometrium; "a2-a3," nodules; "a4," largest nodule; "a5," fallopian tube 1; "a6," fallopian tube 2. Ultrasound showed diffuse uterine enlargement and several uterine fibroids.. Pregnancy test urine - on (B)(6) 2008: results: negative. Lot number ( 625842 ) is no valid. Most recent follow-up information incorporated above includes: on 8-oct-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain (chronic)') and abdominal pain lower ('severe abdominal pain; cramping/ abdominal pain (lower pelvic area pain)') in an adult female patient who had essure (batch no. 947936-inv, 625842-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did you use birth control or contraception at any time following your essure placement procedure: no". The patient's medical history included gravida ii, nulliparous and hypertension. She had no history of suffering migraines prior to undergoing the implantation of essure. Previously administered products included for birth control: depo provera; for an unreported indication: pill from 1981 to 2003. Concurrent conditions included penicillin allergy, uterine fibroids, general anesthesia (estimated blood loss: 50ml) and overweight. Family history included hypertension (mother). Concomitant products included naproxen since 2008 for abdominal pain, pelvic pain, back pain and leg pain, levocetirizine for hives, lisinopril since 2012 for hypertension, colecalciferol (vitamin d3) since 2013 for vitamin deficiency as well as hydrochlorothiazide;triamterene (dyazide), mepivacaine hydrochloride (carbocaine), naproxen sodium (anaprox) and sodium bicarbonate. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy and abnormal bleeding"), dysmenorrhoea ("severe menstrual pain"), abdominal distension ("bloating"), ovarian cyst ("cysts on ovaries / painful cysts"), migraine ("migraines"), vaginal haemorrhage ("constant vaginal bleeding/ bleeding"), adnexa uteri pain ("painful cysts"), muscle spasms ("leg cramps (occasional, cramping)"), back pain ("back pain (cramping,chronic)/ back cramps"), emotional distress ("emotional distress"), pain in extremity ("leg pain (chronic) / leg cramps") and allergy to metals ("hypersensitivity reaction to nickel") and was found to have hormone level abnormal ("hormonal fluctuations") and uterine leiomyoma ("symptomatic uterine fibroids"). The patient was treated with surgery (she underwent total abdominal hysterectomy). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, abdominal distension, hormone level abnormal, ovarian cyst, migraine, uterine leiomyoma, adnexa uteri pain, back pain, emotional distress, pain in extremity and allergy to metals outcome was unknown and the genital haemorrhage, vaginal haemorrhage and muscle spasms had resolved. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, allergy to metals, back pain, dysmenorrhoea, emotional distress, genital haemorrhage, hormone level abnormal, migraine, muscle spasms, ovarian cyst, pain in extremity, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: essure placed without difficulties. 6 coils visible on right ostia, 2 coils visible on left ostia. Bleeding and leg cramps stopped immediately following her removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: both fallopian tubes demonstrate occlusion. Pathology test - on (B)(6) 2008: final diagnosis uterus, hysterectomy: uterine leiomyomas, up to 8.3 cm, benign, inactive endometrium, unremarkable cervix, benign fallopian tube segments clinical information: large uterine fibroids (post essure tubal). Gross description:"a, uterus and cervix." Received is a 784 gram, distorted uterus with separate cervix, which is 19.7 x 9.4 x 5.6 cm on reconstruction. The ectocervix is focally congested and is 2.4 cm in diameter. The os is patent. The endometrial canal is distorted and the endometrium is compressed. The endometrium is tan and up to 0.2 cm. The myometrium is pink-tan and up to 2.1 cm. There are numerous intramural, submucosa, and sub serosal nodules ranging from 0.4 to 8.3 cm. The largest nodule is hemorrhagic and necrotic. Attached to the uterus are 2 fallopian tubes, which cannot be designated as left and right and will be designated 1 and 2. Fallopian tube 1 is 5.2 x 0.4 cm.fallopian tube 2 is 5.6 x 0.4 cm. "A1," ectocervix and endomyometrium; "a2-a3," nodules; "a4," largest nodule; "a5," fallopian tube 1; "a6," fallopian tube 2. Ultrasound showed diffuse uterine enlargement and several uterine fibroids.. Pregnancy test urine - on (B)(6) 2008: results: negative. Lot number (947936 and 625842) are invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.